Event description:
It was reported that balloon rupture occurred. The 100 stenosed target lesion was located in the superficial femoral artery. A 5.0 x 100 mm 200cm ranger dcb mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.